Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements. The device delivered five shocks to convert a ventricular fibrillation (vf) episode, the patient was admitted into emergency room (ER) and experienced chest pain. Technical services (ts) noted a code 1005 alert, indicative of an open circuit condition during shock delivery, and recommended to evaluate whether both the device and the right ventricular (rv) lead required replacement. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements. The device delivered five shocks to convert a ventricular fibrillation (vf) episode, the patient was admitted into emergency room (ER) and experienced chest pain. Technical services (ts) noted a code 1005 alert, indicative of an open circuit condition during shock delivery, and recommended to evaluate whether both the device and the right ventricular (rv) lead required replacement. No additional adverse patient effects were reported. This ICD remains in service. Additional information was provided that a fracture was observed on the rv lead, was successfully replaced and another lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update field h1: type of reportable event, section h to serious injury report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements. The device delivered five shocks to convert a ventricular fibrillation (vf) episode, the patient was admitted into emergency room (ER) and experienced chest pain. Technical services (ts) noted a code 1005 alert, indicative of an open circuit condition during shock delivery, and recommended to evaluate whether both the device and the right ventricular (rv) lead required replacement. No additional adverse patient effects were reported. This ICD remains in service. Additional information was provided that a fracture was observed on the rv lead, was successfully replaced and another lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.